Event description:
It was reported, to medtronic minimed. That the customer, experienced hypoglycemia, which did not require treatment. The customer reported, the following led up to the event: had no troubleshooting was identified. The event involved product(s) unk_ngp. The customer reported, a sensor glucose vs blood glucose event. The sensor glucose value that triggered the suspend on low/suspended before the low event was 50 mg/dl. And the low limit in sensor settings was also 70-80 mg/dl. The blood glucose value associated with the triggered suspended event was 50 mg/dl, which was outside of the acceptable range. Insulin delivery was suspended, due to sensor glucose vs blood glucose event. The customer reports, a discrepancy between sensor glucose and blood glucose, that was not within range. Explained sensor may have no longer been responding to glucose changes and explained possible causes. It was unknown, whether the customer was using the pump within 48 hours before the event. And whether, the auto mode feature was active or not at the time of the event. No further patient complications were reported. No product return was required for unk_ngp.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Select patient information cannot be provided, due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.